Manufacturer narrative:
This product is not manufactured nor marketed in the u.s. (B)(4). Work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0 mm ticm120v4, diopter -12.0/+6.0/91 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2010. On (B)(6) 2016 the lens was repositioned due to lens rotation not associated to a low vault. This did not resolve the problem. On (B)(6) 2017 the lens was explanted. There is no plan to implant a new lens. The lens has been returned for evaluation but has not yet been evaluated.

Manufacturer narrative:
Product evaluation found lens returned dry in the lens container. Visual inspection found haptic broken. Dimensional inspections found lens is within specifications. (B)(4).